Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed blister-like sores under the lifevest. Some of the spots were described as open sores. The patient's home health nurse instructed the patient's family to remove the lifevest for a few hours and rub his back because the irritation also looked like pressure marks. The patient's cardiologist recommended putting a shirt underneath the lifevest to see if that would help. Follow-up indicated that the patient was in hospice and had not been wearing the lifevest for a few weeks. The exact medical outcome of the skin condition was not reported.